Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph depicted an unused non-baxter male luer in its packaging. The reported condition is not clearly observed via the provided photograph and the actual device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number - (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp extension sets were leaking from a non-baxter closed male luer. The leak was discovered during paclitaxel infusion to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.